Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop bronchitis and pneumonia. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on november 03, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus congestion, headache, bronchitis, pneumonia, shortness of breath, difficulty breathing, prostate issues, hip surgery, device is noisy and has odor, pressure changes randomly, blows very hot air, lightheaded, severe apnea, irritated eyes, skin irritation, stoke and asthma related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed an unknown contaminant on the modem flip door and inside the iso port of the rear panel. An unknown dust contaminant was observed on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress with a dust contaminant consistent with mineral deposits was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet, addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and confirms evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.